Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed no delivery. Customer's blood glucose was 145 mg/dl. During troubleshooting, customer was advised to disconnect and reconnect the tubing and reservoir. Insulin did exit when pushed through. When the reservoir was reinserted into the pump, a manual prime was performed and the insulin pump again alarmed no delivery. Customer was advised to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.